Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Bg cause was unknown. A correction injection was delivered, and the customer changed infusion set to address bg. The customer then declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.